Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a sensor failure alarm and pulse pressure was lost. Information was obtained from the external monitor and treatment continued. After therapy, the catheter was removed and discarded. There was no reported injury to the patient.